Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the push bar in the stapler disengaged and fell out onto the table, after the surgeon used the first cartridge. The scrub nurse didn't notice it before reloading another dlu. Therefore, the surgeon fired the stapler however, the knife blade advanced without deploying the staples. The surgeon used another drive to continue the case. No pt injury. No additional info available at this time.